Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that on (B)(6)2022, the package was found deformed during inspection.

Manufacturer narrative:
(B)(4). The customer provided one photograph for analysis. The complaint of dented packaging - sterility compromised was able to be confirmed by the photograph. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be dented and damaged, with a hole near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. A dimensional and functional inspection were not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint. The reported complaint of dented packaging - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on 14 nov 2022, the package was found deformed during inspection.